Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the caster of the subject device had burst. The issue occurred during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the castor. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reportable event occurred due to component failure of the castor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. This report was sent in error wheel burst would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from customer.